Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used its expiry date. (B)(6). (B)(4). Visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla of oddi during a dilation assisted stone extraction (dase) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon was leaking. The procedure was completed another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.